Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a crack in the pump case. The pump was not dropped or bumped. The crack is seen on the drive support cap, which is damaged and sticking out. Customer did not press the cap while connected. Customer does not want a replacement.